Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a severe hypoglycemic event with loss of consciousness requiring paramedic response, administration of glucagon in the field, and subsequent evaluation at (B)(6), after which the patient did not require admission; the patient later resumed ilet use after a temporary discontinuation and a factory reset intended to allow the pump to relearn the patient, which the patient reported appeared helpful, and the patient attributed the event to not eating rather than device or announcement error. Symptoms included hypoglycemia with loss of consciousness. Outcomes included emergency medical treatment with glucagon and hospital evaluation, with recovery and resumption of ilet therapy. Investigation included troubleshooting and education with the patient and a factory reset of the device. Investigation of this case revealed no device malfunction identified and no component failure observed, with the event likely related to user circumstances of missed food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.